Event description:
A patient was in surgery for repair of a hip fracture. Two boxes of simplex cement were mixed as directed; however, they did not fill the syringe with the usual amount of cement. X-rays were taken to assure placement of component and follow-up x-ray displayed proper alignment without loosening of component.